Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain'), uterine perforation ('perforation'), menorrhagia ('abnormal bleeding (menorrhagia)') and nephritis bacterial ('infection (other) describe: mrsa infection in kidneys') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included memory loss. Current weight 220 lbs approximate weight at the time of essure placement 350 lbs. Previously administered products included for an unreported indication: prazosin, buspar, oxycodone, depakote and seroquel. Concurrent conditions included lupus erythematosus, multiple sclerosis and fibromyalgia. Concomitant products included clonazepam, estrogens conjugated (premarin), gabapentin since 2013, sumatriptan (imitrex), topiramate (topamax) and tramadol since 2013. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nephritis bacterial (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti (recurring)"), allergy to metals ("nickel allergy/ allergic reaction to metal shortly after essure"), back pain ("pain lower back, more on right side (began within a month of implant)"), headache ("headache"), migraine ("migraine"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/irregular bleeding"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), arthralgia ("joint pain") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (hysterectomy, hysterectomy with bilateral salpingo-oophorectomy and uterine ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, nephritis bacterial, urinary tract infection, back pain and migraine was resolving, the uterine perforation, menorrhagia, vaginal haemorrhage, allergy to metals, endometriosis, headache, depression, anxiety, dyspareunia, fatigue, alopecia, weight increased, arthralgia and pelvic pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nephritis bacterial, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per pif discrepancy noted date(s) of removal: (B)(6) 2016 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.2 kg/sqm. Hysterosalpingogram - in 2009: result- total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: plaintiff fact sheet received. Event perforation and chronic pelvic pain added. Rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain'), uterine perforation ('perforation'), menorrhagia ('abnormal bleeding (menorrhagia)') and nephritis bacterial ('infection (other) describe: mrsa infection in kidneys') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included memory loss. Current weight 220 lbs approximate weight at the time of essure placement 350 lbs. Previously administered products included for an unreported indication: prazosin, buspar, oxycodone, depakote and seroquel. Concurrent conditions included lupus erythematosus, multiple sclerosis and fibromyalgia. Concomitant products included clonazepam, estrogens conjugated (premarin), gabapentin since 2013, sumatriptan (imitrex), topiramate (topamax) and tramadol since 2013. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nephritis bacterial (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti (recurring)"), allergy to metals ("nickel allergy/ allergic reaction to metal shortly after essure"), back pain ("pain lower back, more on right side (began within a month of implant)"), headache ("headache"), migraine ("migraine"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/irregular bleeding"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), arthralgia ("joint pain") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (hysterectomy, hysterectomy with bilateral salpingo-oophorectomy and uterine ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, nephritis bacterial, urinary tract infection, back pain and migraine was resolving, the uterine perforation, menorrhagia, vaginal haemorrhage, allergy to metals, endometriosis, headache, depression, anxiety, dyspareunia, fatigue, alopecia, weight increased, arthralgia and pelvic pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nephritis bacterial, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per pif discrepancy noted date(s) of removal: (B)(6) 2016 (as per pif discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.2 kg/sqm. Hysterosalpingogram - in 2009: result- total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), nephritis bacterial ('infection (other) describe: mrsa infection in kidneys') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included memory loss. Current weight (B)(6) lbs approximate weight at the time of essure placement (B)(6) lbs. Previously administered products included for an unreported indication: prazosin, buspar, oxycodone, depakote and seroquel. Concurrent conditions included lupus erythematosus, multiple sclerosis and fibromyalgia. Concomitant products included clonazepam, estrogens conjugated (premarin), gabapentin since 2013, sumatriptan (imitrex), topiramate (topamax) and tramadol since 2013. In 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nephritis bacterial (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti (recurring)"), allergy to metals ("nickel allergy/ allergic reaction to metal shortly after essure"), back pain ("pain lower back, more on right side (began within a month of implant)"), headache ("headache"), migraine ("migraine"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and uterine ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, nephritis bacterial, urinary tract infection, back pain and migraine was resolving, the menorrhagia, vaginal haemorrhage, allergy to metals, endometriosis, headache, depression, anxiety, dyspareunia, fatigue, alopecia, weight increased and arthralgia outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nephritis bacterial, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.2 kg/sqm. Hysterosalpingogram - in 2009: result- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received. Case became valid & incident. Event injury nos replaced with events- ¿ abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), uti (recurring), infection (other) describe: mrsa, migraines / headaches, nickel allergy, psychological or psychiatric problems condition: depression/anxiety, reproductive system disorder or condition type of disorder or condition: endometriosis, dyspareunia (painful sexual intercourse), fatigue, hair loss, back pain , abdominal pain , genital bleeding, joint pain & weight gain. Events outcome updated for back pain , abdominal pain, migraines, infection uti, infection mrsa. Reporter and reporter information was added. Lab data, severity, medical history and concomitant drug was added. On 17-may-2019: pfs received. No new clinical information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.